Event description:
It was reported that on an unknown date, the patient appeared to have a non-device wound dehiscence in the posterior paramedian incision used for the placement of the percutaneous screws and rods which required a return to the or for wound revision. Patient and procedure outcome were unknown. This report is for unknown screws. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: this report is for an unknown screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.